Event description:
Baxter japan reported "broken occluder feet" on a transfer set. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.